Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 5076-52 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported there was a suspected systemic infection. The patient had a recent history of fever and fatigue. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.